Event description:
It was reported that when using the bd pyxis¿ es server patient information was delay. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server was down, and patient information had a delay. A technical support specialist dialed into the server, verified the version, logged into the patient encounter system (pes) application, and checked synchronization information 2.0. The technical support specialist noticed that the last upload and download were current for all stations. Then ran the stn_criticaloverridereason query in ssms and found 10 stations with inbound messages down or delayed for critical override reason. The technical support specialist confirmed that all stations were no longer in critical override mode. The system functioned as intended after the technical support specialist assessed the device.